Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a high thermal event had occured with the power cord at the base of battery when charging. No consequences reported.

Manufacturer narrative:
The suspected device was an external battery charger that is not a component of the oxylog ventilator that is used during an ongoing ventilation. It is designed to charge batteries of the oxylog ventilator externally which are then inserted into the oxylog ventilator. Therefore, it is not part of the patient treatment. The affected components of the external battery charger have been returned to the manufacturer and a visual inspection was performed. Both, the connector at the cable and the socket on the circuit board show signs of significant thermal damage. Further inspection of all solder joints showed no deviation. As only the connectors are affected, it indicates that a high contact resistance caused the damage at the connectors. It is possible that the spring of the socket was weakened or the connector was not completely pushed in resulting in the increased resistance. The risk of fire is minimized because both materials, housing and connector insulation are classified ul 94 v-0 and therefore the material is self-extinguishing within a short timeframe. This is the first case reported to dräger. Therefore it is considered to be an isolated case.

Event description:
Please see initial report.